Event description:
The son of a male pt contacted lifecor customer support to report that, when he places one of his battery packs into the monitor, the monitor continually prompts him to "reinsert battery". The son reported the other battery pack seems fine. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.